Manufacturer narrative:
The catheter used in the case would not calibrate and later became stuck in the pim. The catheter had to be cut out, resulting in damage that prevented investigation. Visual inspection confirmed the device was cut from the pim. The complaint is confirmed; the root cause cannot be determined due to the condition of the returned catheter.

Event description:
(B)(6) 2026 first catheter wouldn¿t connect the second would not release from the pim and the jaws came out of pim needed to cut the catheter free. Working on replacing the pim and please send 2 new cathethers free of charge. Requesting 2 catheters to be sent no charge back to customer. 1 cathether we did connected but had a connection error, got a second one attempted to do a run wouldn¿t calibrate and cathether got stuck in pim wouldn¿t release and pulled the jaws out. This complaint is for the catheter that wouldn't calibrate.